Manufacturer narrative:
Qc is run once/day, and at 2 am on the day of event, was within laboratory established ranges. While troubleshooting, the customer found bubbles in the ratio pump and service was generated. A bec field service engineer (fse) was dispatched for this event. The fse identified an issue with the carbon bridge. The fse also found the electrode wire was connected incorrectly. The fse replaced the carbon bridge and fixed the electrode wire connection. Failure mode was the carbon bridge and/or the incorrect electrode wire connection.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining a false low sodium (na) result for one (1) patient sample generated on the unicel dxc 600 pro synchron chemistry analyzer that exceeded assay precision claims. The result was not reported out of the laboratory. No other erroneous results were generated. The original sample yielded an na result of 136 mmol/l. The repeat na result was 141 mmol/l, which was reported. There were no changes in patient treatment in connection to this event.

Manufacturer narrative:
Qc is run once/day, and at 2 am on the day of event, was within laboratory established ranges. While troubleshooting, the customer found bubbles in the ratio pump and service was generated. A bec field service engineer (fse) was dispatched for this event. The fse identified an issue with the carbon bridge. The fse also found the electrode wire was connected incorrectly. The fse replaced the carbon bridge and fixed the electrode wire connection. Failure mode was the carbon bridge and/or the incorrect electrode wire connection.